Event description:
It was reported that balloon rupture occurred. A 7.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.